Event description:
The customer reported to olympus, the colonovideoscope displayed a blurry image. The issue was found during reprocessing after completion of an enteroscopy procedure. The device was returned and an evaluation at the repair center revealed e315 error. Also, there was gray sticky material in the suction port. It was unknown what the gray foreign material was. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. E315 error occurred due to immersed plug unit. The video cable had leakage. The plug unit and eto (ethylene oxide) valve was immersed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to user handling of the device, leading to a leak and water invasion, causing an abnormality of electronic parts and "gray gunky dirt" in the suction port. The user may detect the suggested phenomena by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image ·inspection of the suction function ·leakage testing of the endoscope" olympus will continue to monitor field performance for this device.